Manufacturer narrative:
On 24 september 2015 a quality control employee performed a metrological analysis of the retrieved screw reporting that it was in compliance with the specifications. On 01 october 2015 the retrieved item has been analyzed by the r&d project manager: the batch record of the involved lot was checked: all the pieces controlled were found to be conforming to the drawing. The control of the hexagonal seat of the head of the screw was done as required in the control instruction by a hexagonal gauge p/np with success. Due to the information received, it is not possible to determine any conclusion on the root cause of the event. On 15 october 2015 it was prepared a final report with the information already submitted in the initial report and here above. On 16 october 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 25 august 2015: lot 130452: (B)(4) items manufactured and released on 13 march 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On 18 aug 2015 it was confirmed that no x-ray will be made available.

Event description:
Surgeon had an extremely difficult time implanting the 6.5 x 30mm screw. The screw would not seat to the surgeons satisfaction. Finally the surgeon had the agent open and 6.5 x 25mm screw and the surgeon was able to implant the screw with no problem. It should be noted that the surgeon mentioned in the operating room that the bone was very sclerotic. The screw will be made available for analysis.